Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture, undefined unipolar impedance qualified as high from shoulder movement, oversensing, short v-v intervals and a polarity switch. It was also reported that the ra lead exhibited high and rising impedance, high and rising thresholds, and oversensing. It was noted that the patient was dependent and experienced lightheadedness and bradycardia. The rv and ra leads were capped and replaced. No further patient complications have been reported as a result of this event.